Event description:
I bought a 3-pack of chattem icyhot back and large areas patches back in december for my lower back pain. I received a burn on the lower back along the waistline as a result of using their product. This burn was noticed after using the second patch -one per day-. The skin along my waist was a dark brown color and very tender. At first, I thought that some of my skin had come off with the patch so I stopped using the product. Now I have learned that others have experienced the same effect, so I am writing to help support this recall. Dose or amount: 1 patch, frequency: 1 per day. Dates of use: 2007. Diagnosis: back pain. Event abated after use stopped: yes.